Event description:
It was reported that a large volume infusor leaked at the fill port. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed images of the product lot number and droplets of fluid inside a bag. The photograph suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.